Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision. Prior to procedure, fluoroscopy revealed that the patient's rv lead had micro dislodged. Interrogation demonstrated that the patient's rv lead exhibited r-wave amplitude variation and failure to capture. The rv lead was explanted and successfully replaced. The patient remained stable.